Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached. The customer also got an unnamed pump error during the flight. The pump then alarmed that it was shutting off and the customer's blood glucose went low. The pump did not suspend before or on low but alerted the customer that their reservoir was empty. When the customer did a set change, they found over 50 units in the reservoir. It is unknown if the insulin pump will be returned for analysis.